Manufacturer narrative:
Attempts have been made to try to obtain further information about the repair. Per a gfe response from the remote service engineer (rse), the customer ordered the part. Information regarding the replacement, repair and operational status of the unit is unknown. No further information was able to be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that it is not staying in standby mode. There was no patient involvement at the time the issue was discovered. The customer informed us that in the diagnostic mode, there was negative flow, and noticed there was a leak. It was determined that the flow sensor had failed and needs replaced.